Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/01/2017, that on (B)(6) 2017, the patient experienced no readings on the dexcom system. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no readings occurred was confirmed by the finding of a signal loss. A root cause could not be determined via data.